Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced low blood glucose of 45 mg/dl. The customer was treated for the low blood glucose with juice and food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting the insulin pump but found that the pump works as designed. The customer was advised to monitor the insulin pump for any issues. No further information was provided.